Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported during a sigmoidectomy procedure, that after several clippings were completed, the clip would not feed into the jaw properly and ejected. Another device was used to complete the case. There were no adverse consequences to the pt reported.